Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. Performance data was reviewed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.